Event description:
A malfunction, identified as malf 12, was reported by the customer. Due to unknown or undisclosed information, it is unclear whether there was any adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After the reset, the malfunction did not recur, and the customer was instructed to call back if the issue arose again. The customer understood and acknowledged the instructions.